Event description:
Material#: 305198 batch number#: 3291600 it was reported by consumer that there were also a couple of needles that on the purple attachment had black specks identified upon opening the overwrap

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
Pr 9744872 follow up for device evaluation it was reported there were black specks on the purple attachment. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed and there are black specks of embedded degraded resin in the needle hub. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305198, lot 3291600. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 305198 batch number#: (B)(4). It was reported by consumer that there were also a couple of needles that on the purple attachment had black specks identified upon opening the overwrap from 2 different lots. Verbatim: there were also a couple of needles that on the purple attachment had black specks identified upon opening the overwrap from 2 different lots.